Event description:
It was reported that the two piece luer valve broke off from the tubing of a clear link solution set. This occurred at the end of infusion, while the nurses were taking the set apart. There was patient involvement; however, there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. During visual inspection, the male luer was observed to be missing from the tubing end. Microscopic inspection showed no visible solvent plow ridge or residue on the tubing end. The remaining solvent bonds were pull tested without noting any issues. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.